Event description:
The customer reported there were issues with the flow of water from the subject device. There was no harm or user injury reported due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
During inspection and testing, foreign material was found in the nozzle due to insufficient reprocessing. The reported issue (water flow issue) was not confirmed during testing. In addition, suction volume did not meet the standard value because the suction cylinder was shaved, the suction cylinder was shaved because of being scraped with a cleaning brush, angulation in the up direction did not meet the standard value and the play of the up/down knob was out of standard due to wear of the angle wire, the adhesive on the bending section cover was chipped due to chemical/physical stress, the connecting tube was discolored due to deterioration caused by reprocessing, there were scratches on multiple parts of the device due to handling, the connecting tube was dented due to handling, the connecting tube was wrinkled because the resin became cracked due chemical stress applied during reprocessing, the objective lens was discolored due to deterioration from chemical stress, and the scope connector was corroded due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified to be a chemical defoamer containing silicone which remained after reprocessing. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is known when the foreign material adhered to the nozzle, but additional information was not provided. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the instructions for use which state in the operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿: < inspection of the objective lens cleaning function > << inspection of the water feeding function >> 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 3 release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position. Olympus will continue to monitor field performance for this device.